Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 287 mg/dl, customer has treated with manual injection. Customer's blood glucose reading at the time of the event was 480 mg/dl. Customer experienced ketones, vomiting, no delivery alarms and high blood glucose. Customer was instructed to treat high blood glucose with manual injections. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.